Event description:
It was reported that during initial implant procedure, the patient's new right ventricular lead was not able to pace. No impedance values were also noted on the lead. During lead repositioning procedure, the lead helix was found broken. The lead was removed and not installed during procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of no impedance, no lv output, and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with lead helix retracted and clogged with blood/tissue. Electrical testing found discontinuities of the inner coil and internal shorts between conductors due to the inner coil was over-torqued consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The cause of the reported event was due to the over-torqued inner coil and the helix being clogged with blood/tissue.